Manufacturer narrative:
It was reported that the chloraprep burst in the package. Product was reported to medline. There was no injury, and the problem was caught before use. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The chloraprep burst in the package.